Event description:
It was reported the patient had a loss of therapeutic effect and wasn¿t getting the results they would like since implant. It was stated at the time the patient saw their doctor on (B)(6) 2013 they discovered the device was actually off. It was noted the patient was feeling stimulation at the time of report but was spending a lot of time in the bathroom. It was later reported ¿it worked for two weeks and after then stopped working.¿ it was stated they had increased stimulation two weeks prior to report. It was noted the patient was on program 2 at 5.2 volts and was feeling it in front vaginal area but had uncomfortable stimulation towards their abdomen. Reportedly, they decreased to 3.0 volts and it may be comfortable stimulation, but the patient needed to lie down. Additional information stated the patient did not have concerns with their device or therapy and received assistance from the doctor or manufacturer representative on (B)(6) 2013.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that during their investigation of the event, the cause was that the patient implantable neurostimulator (ins) was turned off and it was unclear how that happened. Hospitalization was not required for the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va090j6, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).